Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17422.

Manufacturer narrative:
Per the follow up response, there was no problem with the device, and the customer only consulted about the device's warranty.

Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator was unable to start. There was no patient involvement when the issue occurred. No patient or user harm reported investigation ongoing

Manufacturer narrative:
(B)(6).